Event description:
It was reported that the patient was not getting sufficient pain relief from his pump device. The patient's health care provider (hcp) replaced the patient's pump and catheter. The patient's hcp reported finding a "black substance" in the distal end of the catheter and requested analysis of the catheter. The medications being delivered via the device system were dilaudid and bupivicaine. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): the catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.